Manufacturer narrative:
Concomitant medical products: 5076-58 lead implanted (B)(6) 2013, dtmb1d1 crt-d implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for a sudden rise in threshold and high thresholds on the left ventricular (lv) lead. The lead is still in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.